Event description:
Customer alleged footplate got bent, bowed down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the footplate is bent & bowed down. Unknown how this happened.